Event description:
On march 4, 2016, a dental professional reported a case of a patient who required root canal treatment of a tooth treated with a 3m espe lava ultimate cad/cam restorative for cerec crown. The crown was seated on tooth #19 on (B)(6) 2012; root canal treatment was performed on (B)(6) 2015, because the tooth was reported to be "achy all the time"; onset date of symptoms was not provided. The patient is currently reported as asymptomatic.